Event description:
It was reported that during an unknown procedure unformed clips were found after firing. Changed to hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, seventeen clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.